Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of infection with covid-19 (not related to the device) is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient with juvéderm® voluma¿ with lidocaine. Days after the injection, the patient experienced ¿covid-19.¿ the patient later received their first moderna covid-19 vaccine. A few days later, the patient began to experience ¿inflammation and redness¿ at the injection site. The patient was treated with antihistamines and anti-inflammatories. The event resolved.